Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strip had a poor fill.

Event description:
Customer calling states that went to the dr. For the normal checkup and the dr. Does not think the meter is working properly. Customer states that his a1c results was 7.6 on (B)(6) 2016. Customer states that the meter is giving lower results than what his a1c test is giving. Customer states that the dr. Requesting that he get a replacement meter because the results that the meter is giving do not match the a1c. Customer explained that the a1c is a 3 month average of the blood glucose. Customer is on insulin metformin and test 3 times a day. Customer states that the normal expected results is 120/140mg/dl. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 110mg/dl and 108 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 1/20/2019 and open vial date is (B)(6) 2016. Check memory and the time is not set correctly. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.